Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. A surgical procedure was performed and fluid loss from a tear in a cylinder was noted. The device was removed and replaced. There were no patient complications reported.